Manufacturer narrative:
Product analysis: analysis of the programmer was unable to conform the customer comment that the programmer froze, the hard drive was reconfigured, reloaded and updated with software was preventative. Analysis also noted that the stylus was missing, the display could not hold in place, the lower left and right display hinges were replaced, the power cord bay was broken, the keyboard hinges were broken, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen freezes. The programmer was returned for service. There was no patient involvement.